Event description:
Customer reported since purchase, the batteries have not functioned properly. They do not have power or drive to drill effectively. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the contacts were highly corroded, bent and cracked, red led due to corroded contacts, charging device failure and the power device was defective. The power supply did not pass the creeping test. The charging bays and power supply units were replaced and device returned to the customer on 3/4/2013. (B)(6). Placeholder.